Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the prime/fill anomaly. The device had scratched screen and case, scratched reservoir tube window, and cracked reservoir tube lip.

Event description:
The customer reported that the insulin squirted out after changing the infusion set. The caller mentioned that the device was acting strangely and alarmed an error. The blood glucose reading was 255mg/dl. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.